Event description:
It was reported that the communicator was heating up around the area where power leads connect. A boston scientific technical services (ts) provided troubleshooting steps by trying to connect to other electricity socket in other rooms, but the issue was not resolved thus requesting for power cord replacement. No adverse patient effects were reported. The communicator remains in service.